Event description:
The subject device was used during a total laparoscopic hysterectomy. After about 1 hour use, the probe of the device was broken and the probe tip fell off inside the patient when the user was cutting uterosacral ligament. The probe tip was retrieved from the body during the procedure. The procedure was completed with a different device. There was no patient injury reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.